Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly and the pump shut off due to the battery issue multiple times. The customer reported the battery depleted from 100% to 30% within one day. The customer¿s blood glucose was 80-350 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.